Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading at time of call was 381 mg/dl. The customer also reported having bent cannulas while staying at the hospital. The customer requested changing the sensitivity in the pump. Assisted customer to change the bolus wizard setting in the insulin pump. Troubleshooting was performed. Reviewed the insertion techniques. The customer is lean and he inserted into his abdomen, causing him to have the bent cannulas. The customer stated the nurse at the hospital may have hit the muscle due to pt being lean. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.